Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. It was unk if fluoroscopy was performed to determine placement in the common femoral artery. It was also unk if the physician experienced resistance on insertion or on the removal of the device. It was not known if the needles delivered as expected or if there were any difficulties attempting to park the foot. It was reported that immediately after the knot was delivered the pt was without peripheral pulses. Angiography was performed via the left groin and revealed a complete occlusion at the perclose site. Thrombolysis was attempted but was unsuccessful. The pt was taken to surgery, where a dissection was found. A bypass was performed to repair the artery. The pt was discharged without further adverse sequelae.